Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached elective replacement indicator (eri) early. The device was explanted and replaced. It was also reported there was high threshold on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.